Manufacturer narrative:
Correction: d10, g5, h3 plant investigation: despite a report that the cycler would be returned to the manufacturer following this event, the clinic continued to use the device and an additional fluid leak occurred on the cycler. A biomedical technician from the facility contacted fresenius technical support (ts) to report this additional event, which was reported as a separate MDR (MFR report #: 2937457-2020-01897). During the call to ts, arrangements were made for the cycler to be replaced, and upon follow up, it was confirmed that the cycler was returned to the manufacturer for evaluation. Because the clinic continued to use the cycler after the fluid leak from (B)(6) 2020, an investigation into the cause of the event could not be performed. Condition of the cycler following the event was considered to be altered, and therefore, an impartial investigation could not be conducted. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed.

Manufacturer narrative:
Plant investigation: the cycler was returned to the manufacturing plant for physical evaluation, and the investigation is in progress. Prior to receiving the cycler, a records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A supplemental report will be submitted upon completion of the physical evaluation.

Manufacturer narrative:
Correction: a1.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported to fresenius that a fluid leak occurred during a peritoneal dialysis (pd) patient¿s treatment. Prior to discovery of the fluid leak, there were multiple m31 air detected in cassette alarms that occurred. The alarms could not be cleared, and the patient¿s treatment was discontinued. When the cycler door was opened to remove the cassette, fluid was observed leaking out from the cassette compartment. No reported damage was found on the cassette. The patient did not complete their treatment; it was ended after two cycles. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported fluid leak. The lot number for the liberty cycler set was unknown as the device was reportedly discarded. The user facility discontinued use of the liberty select cycler, and the machine was tagged and set aside. Upon follow-up with the facility, it was reported that a call would be made to fresenius technical support (ts) to arrange for the cycler to be replaced and returned for a manufacturer evaluation.